Event description:
It was reported, the patient "stepped into a hole" with her right foot and was jolted on (B)(6) 2013. It was added that right after she stepped into the hole, she had pelvic pain in her "sacrum and bunum" area. It was noted that the patient had pelvic pain anyways. It was stated that the patient all of a sudden started feeling her device through her skin. The patient was redirected to their healthcare provider. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 093-28 lot# va02n68, implanted: 2013 (B)(6), product type lead. (B)(4).